Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
It was reported to philips that the doctor found that the set treatment pressure was very high, but the patient's tidal volume still did not rise, and the pressure value displayed was not accurate. The device was in clinical use at the time of the event. The ventilator was replaced with another v60 ventilator, and there was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp confirmed there were no error codes noted, and found that the issue was caused by the filter of water vapor which was connected to the piezometric tube during use. The asp replaced the piezometric tube to resolve the reported problem and confirmed the device passed testing after replacement of the tube.